Event description:
During an esophageal dilation procedure, a cook hercules 3 stage wireguided balloon was used. When the balloon was introduced to the endoscope and inflated using 100% saline, the catheter seemed to leak and then on insp had large multiple fractures. See MDR 1037905-2012-00351. A second balloon was used and there seemed to be a catheter leak too but not as pronounced. See MDR 1037905-2012-00352. A third balloon was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. Adverse effects to the pt were listed as "part of the shaft has remained in the pt as it could not be retrieved." When asked if any section of the device detached inside the endoscope or pt, the answer provided is "probably not." Several attempts were made in an attempt to receive clarification but a response was not received.

Manufacturer narrative:
Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Damage to the catheter can occur if the device experiences excessive pressure, perhaps during advancement into the endoscope accessory channel. Prior to distribution, all hercules 3 stage wireguided esophageal balloon dilators are subjected to a leak test to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.